Manufacturer narrative:
Addrl1 ipg, implanted: unknown; 4936-35 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a premature ventricular contraction (pvc) was occurring after an atrial pace and the device was reacting with a ventricular safety pace. After that occurred, no capture on the right atrial (ra) lead was present. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.